Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that almost half of the catheters received were twisted with snake-like curves.

Event description:
It was reported that almost half of the catheters received were twisted with snake-like curves.

Manufacturer narrative:
The reported event was unconfirmed. An orange bard urological catheter was returned unopened in original packaging. The catheter was able to fit in its original packaging. Catheter was then flattened and the coude indicator and the tip were aligned. Sample was retrieved on (B)(6) 2020. Noted that bends in the sample did not cause the coude indicator to be misaligned. According to monck corner quality engineering as the catheter fit into the packaging, the catheter would be acceptable. Although bends were found on the catheter, as this was found to be acceptable, the catheter is deemed to have met specifications. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.